Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and also a constant tone. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped. The customer reported that the buttons were unresponsive. The customer also reported that there was fluid in the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted however, the insulin pump received with critical pump error alarm and broken force sensor due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unresponsive buttons/keypad due to critical pump error alarm. No moisture damage was found on the keypad assembly, however moisture damage was found on the motor and the force sensor during visual inspection. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.